Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event reported as port is leaking. Follow-up findings: pt had band placed in mexico. Port is leaking and eroding through the skin. The sutures and the knots around the anchor holes of the port were intact. The explant surgeon felt that the port was secured into fat, not fascia. He felt that the prolene sutures had worn through the fat layer and the port surfaced through the skin. Approx 25% of the port was protruding through the skin. He felt there was no device malfunction involved. The surgeon changed to a new port and secured it to the fascia layer with multiple sutures. Add'l follow-up findings: no signs of infection were noted and hence, no cultures were performed.